Event description:
Patient was being transferred/moved by using the hoyer lift-(commode), when the stitching on the canvas ripped and the patient fell. The patient was taken to the hospital to be treated for a fractured left femur, left elbow and shoulder. The patient has an immobilizer on her left femur and her elbow and shoilder in a slingdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.